Manufacturer narrative:
Correction: h6: codes should reflect product not returned.

Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that a patient presented with the patient's pacemaker in back-up vvi mode. Additionally, premature battery depletion was alleged on the device. Surgical intervention was scheduled. The patient was stable throughout.